Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: o2 4.2.1 maintenance release sw h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during performance protocol on the system, the following error was displayed on the screen. "An error has occurred that may have damaged the systems integrity. Please restart the system and mobile view station (mvs). If this message appears again please contact medtronic technical services for assistance." The issue occurred 10 times out of 50 power cycles. It was also reported that the 2d acquisition does not happen when the left foot pedal was pressed in 2d mode. There was no patient involvement.

Manufacturer narrative:
H3, h6: software analysis was completed based on the information available and determined that a software issue was confirmed. The reported event results from a software malfunction. Codes b17, c10 and d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.